Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was treated with insulin pump, IV drip, manual injection and hospitalization. Customer experienced symptoms such as feeling sick, tired, dehydration and diabetic ketoacidosis. Mmt-1884 returned for analysis. Mmt-399a, mmt-7040a and mmt-332a products were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 21-jul-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. No under delivery anomaly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: peeling keypad overlay and cracked select button keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for under anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to pump was not auto correcting boluses, the pump was malfunctioned. The customer reported blood glucose value of 400 mg/dl. The customer was hospitalized for an overnight stay and received treatment for hyperglycemia through intravenous insulin infusion and an insulin pump. During the hospitalization, the customer also experienced symptoms indicative of diabetic ketoacidosis (dka), including feeling sick, weakness, and increased thirst. The event involved product(s) mmt-399a,vmmt-7040a,vmmt-332a, mmt-1884. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. No further patient complications were reported. Mmt-399a, mmt-7040a, mmt-332a, mmt-1884 products were not expected to return.